Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had discharge around the lead incision site. As a result, surgical intervention occured wherein the system was explanted. Reportedly, the infection has resolved.